Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports that during the dialysis treatment, the nurse noticed air in the tubing and blood was draining from arterial side of the catheter. The catheter was clamped, treatment stopped and a catheter exchange was ordered. The catheter was placed on (B)(6) 2009, and pulled on (B)(6) 2012.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.